Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor - (B)(4) - 02/07/2012, belt - (B)(4) - 01/17/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of three shocks on the day of their passing. It was reported that the patient was unconscious at the time of the treatment delivery. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection the patient subsequently passed away. Clinical review of the patients ECG data shows that the patient was in asystole during the entire treatment event. Asystole is a non-treatable rhythm. There is no indication that the lifevest caused or contributed to the patient's death.